Event description:
It was reported that a malfunction occurred on the pump, characterized by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.